Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30661445l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that during the procedure, cardiac tamponade occurred. Ablation was continued with drainage. The physician commented that causality unknown. There was no product defect. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 17-feb-2022, bwi received additional information regarding the event. This adverse event discovered during use of biosense webster products. The physician commented that there is no relationship. The medical intervention provided was drainage. The patient outcome of the adverse event is fully recovered. The patient did not require extended hospitalization because of the adverse event. There were no relevant tests, laboratory data, or other relevant history. A transseptal puncture was performed with a vizigo nrg rf transseptal needle. Prior to noting cardiac tamponade ablation was performed. There was no evidence of steam pop. An irrigated catheter was used in the event, the flow setting used as per instructions for use (IFU). Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Additionally, updated concomitant products section (nrg rf transseptal needle, unspecified generator, and unspecified pump). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).